Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that the epg would not always power off. Also, the epg would not resume synchronous pacing when in asynchronous mode. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the emergency button was collapsed, the main keyboard was out of speci fication, as a result the keyboard was replaced. It was also noted that the lower case was broken, the bail covers and ring cover were broken, the battery contacts were compressed, the ring was missing, and there was no room temperature vulcanizing (rtv) on board connector flexes on main printed circuit board.